Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the guidewire(subject device) was advanced with a balloon catheter to lesion at the mca (middle cerebral artery). Once the position was reached, the guidewire distal tip had fractured and the fractured part was removed from the patient. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Product was unable to be analyzed; therefore, the reported event was unable to be confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per the dfu, the patients anatomy was moderately tortuous. The device was not analyzed therefore the reported event could not be confirmed. It is probable that the device was damaged during advancement through the patients anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the guidewire(subject device) was advanced with a balloon catheter to lesion at the mca ( middle cerebral artery). Once the position was reached, the guidewire distal tip had fractured and the fractured part was removed from the patient. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.